Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 14, 2020.

Manufacturer narrative:
This report is submitted on november 10, 2020.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2020 due to incorrect placement of device and poor performance as a result.